Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a skin rupture and the implantable cardioverter defibrillator had started to erode out of the pocket. The entire system was explanted. The patient was in stable condition.